Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and inadequate stent apposition occurred. The target lesion was located in the posterior descending artery (pda). A 3.50x16mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during deployment, the balloon would not hold pressure and might have ruptured. The device was withdrawn; however, only the stent delivery system (sds) was withdrawn into the guide catheter and the stent stayed in place in the pda. Subsequently, a balloon catheter was advanced inside the stent and the stent was deployed proximal to its intended location. Another 3.5x16 stent was advanced but would not turn into the pda; therefore, the procedure was terminated. No patient complications were reported and the patient's status was fine.